Manufacturer narrative:
Model number/catalog number: sc-8416-50. Serial number: (B)(4) . Batch/lot number: (B)(4). Model/catalog description: artisan MRI paddle lead 50 cm. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient had an infection at the ipg pocket site. The patient will undergo an explant procedure. No device malfunction was suspected.